Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the inspection has shown that a piece of about 2x2cm is separated form the main body of the implant. At the separated piece does a small titanium mesh piece protrude and the polymer is partially not fixed anymore. In the area of separation is the titanium mesh strongly damaged and deformed, afterwards it can not be defined if the separation occurred by a breakage or by cutting. The complaint is rated as confirmed due to the also on the received picture visible damages with the damaged titanium mesh and the polymer which is not completely fixed anymore. During the performed evaluation no manufacturing related issue could be detected. Due to the strong deformation in the areas of separation we have to assume that the use of an improper or blunt cutting instrument did lead to high shearing forces and finally the damage of the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 08.520.120s, lot: ds7003422, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 11 oct 2019, expiry date: 01 july 2024. All related device history records and risk assessments were reviewed, and no discrepancies applicable to this complaint were noted. Specifically, the device history record shows no discrepancies during the manufacturing of the lot from which the product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product codes: (B)(4).: complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j representative. The investigation could not be completed. No conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for, and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2020, the synpor ti reinforced fan plate was torn into 2 pieces during cutting. There was no surgical delay reported. Procedure was successfully completed. No patient consequences reported. No further information provided. Concomitant device reported: unk, cutting instruments: cmf (part# unknown, lot# unknown, quantity 1). This report is for one (1) synpor ti reinforced fan plate 0.8mm thick-sterile. This is report 1 of 1 for (B)(4).